Event description:
A caller reported damage to the tandem charging cable and wall adapter, resulting in non-functional charging supplies. There was no reported impact to the customer's blood glucose level. A new charging cable and wall adapter were sent to the customer.